Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on start up a 980 ventilator generated a continuous audible alarm and an inoperable diagnostic message. The ventilator was not in use on a patient at the time the event occurred.